Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor was investigated, and customer complaint was confirmed during review of in-vivo data. The root cause of the issue (i.e. Noise in glucose values) was confirmed during review of the dms logs as well as during in-house qc. The root cause of noise was found to be damaged led/led disconnect. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally.as part of resolution, the RMA was authorized to offer the user a sensor replacement. D9 device available for evaluation? Yes, device received on 18 june 2021. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.